Event description:
I had restylane-l injected into my nasolabial folds. It was supposed to degrade within a year and it's still here leading me to believe it was not a true restylane product. The healthcare provider who performed the placement said it was from (B)(4). When I further investigated, the product is not manufactured in (B)(4) and the box didn't look like any google pictures available. Date the person first started taking or using the product: (B)(6) 2017. Date the person stopped taking or using the product: (B)(6) 2018. "Why was the person using the product: correct nasolabial folds."